Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use 3-lumen sphincterotome knife appeared deformed. The doctor noticed this during a therapeutic endoscopic sphincterotomy procedure. When electricity was applied, the wire broke; it did not fall off. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to d9: "returned to manufacturer" was selected, and the date was entered as 08/21/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunctions were confirmed. Based on the investigation results, it is likely that the reportable malfunction of the deformed knife wire occurred due to the cutting wire being in close proximity to the endoscope. Past similar investigations suggest that the deformation of the cutting wire tube could have led to an abnormal shape of the device's distal portion. It is possible that a force was applied to the distal end of the device during handling, causing the tube to deform. The knife wire damage likely resulted from the device not being sufficiently protruded from the endoscope, with the rear end of the cutting wire not fully visible in the field of view when the output was activated. This may have led to an electrical discharge between the cutting wire and the endoscope's distal end, causing the wire to heat up and break. After the cutting wire broke, it was perceived as no longer energized. However, the definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use (IFU): this instruction manual contains the following information. (Drawing no. Rk2599 revision no.(B)(4)) ·before use, prepare and inspect the instrument and a cord as instructed below. Should any irregularity be observed, do not use the instrument or a cord; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, perforations, bleeding, mucous membrane damage, thermal injury and may result in more severe equipment damage. ¿ do not use excessive force to bend the distal end of the sphincterotome. This could damage the cutting wire. ¿ do not move the slider rapidly. This could damage the instrument. ¿ do not stretch the cutting wire too tightly. This could damage the instrument. ¿ the distal end of this instrument has been pre-curved. Curve the distal end further or in a different direction if necessary. ¿ do not insert the instrument into the endoscope when the cutting wire is tightened. Doing so may extend the distal end of the insertion portion from the endoscope tip abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. ¿ when inserting the instrument into the endoscope, hold the slider firmly. Otherwise, the distal end of the insertion portion may bend and could extend from the distal end of the endoscope abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope or instrument. ¿ do not advance or extend the instrument abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. ¿ when inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. ¿ insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. ¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿ do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. Olympus will continue to monitor field performance for this device.